Event description:
The customer's mother reported via phone call that the insulin pump's buttons were unresponsive. She could not program her carbohydrates because the numbers continued to move on their own. Customer's blood glucose level was 67 mg/dl. Her blood glucose level was low due to exercise. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly during testing however, found moisture damage to the keypad traces during visual inspection. No unexpected numbers scrolling during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, cracked lcd window, scratched reservoir tube window, cracked belt clip slot, and cracked reservoir tube.